Event description:
It was reported that the left ventricular (lv) lead exhibited an elevated threshold measurement and an x-ray showed lead displacement/migration, which was attributed to incomplete lead fixation because of the large diameter of the patient's vessel. The lv lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.